Event description:
It was reported the patient experiences numbness in his feet when stimulation is on for long periods of time. The numbness goes away once stimulation is deactivated. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.